Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Attempts to the physician for information found that the sheared lead was found during surgery on (B)(6) 2013. No x-rays were taken prior to surgery and it is not believed that patient manipulation or trauma caused or contributed to the event. The device was not programmed off following the observation of the lead break. Programming history and diagnostics were not provided. Attempts were made for product return; however, the explanted devices have not been returned. No additional information has been provided.

Event description:
Clinic notes dated (B)(6) 2013 state that the patient's device was interrogated and diagnostics were performed, which showed a positive service indicator implying "failure is eminent" per the physician. The patient was referred for surgery and full revision surgery was performed on (B)(6) 2013. Per the returned implant card, the re-implant was due to battery depletion and a sheared lead wire. Attempts were made for additional information; however, they have been unsuccessful. A review of the programming history was performed; however, the last known system diagnostics were performed in 2010. No additional information has been provided.